Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "drawing blood on an adult male patient and blood started to leak through the button for retracting the needle. Patient had to be stuck again to obtain blood for labs. There was no specific injury to the adult patient or staff member from this event, but this did require the patient to be stuck a second time for lab draw.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "drawing blood on an adult male patient and blood started to leak through the button for retracting the needle. Patient had to be stuck again to obtain blood for labs. There was no specific injury to the adult patient or staff member from this event, but this did require the patient to be stuck a second time for lab draw."